Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6fr sheath after a diagnostic procedure. Reportedly, the clip was deployed, but remained on the distal end of the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, exact date was not reported. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.